Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. No moisture damage on the electronics, motor, vibrator motor or battery tube assembly noted. The unit also was received with intermittent button response due to corroded keypad traces. The insulin pump had a bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported trouble with his insulin pump. The customer stated he had button issues and that he also received a weak battery alarm. Customer also stated the received an alarm indicating bolus delivery has stopped. The customer's blood glucose was 40 mg/dl at the time of the call. The customer was able to treat his low blood glucose. Troubleshooting did not find any significant events leading to the alarm. The customer mentioned that his insulin pump may have been exposed to moisture. The customer is advised to disconnect from his insulin pump and revert to his back-up plan. No additional information is provided.